Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The "laser kept on saying to clean tip of fiber". A (B)(4) joules and 20:54 minutes in total were expended on each fiber. The tips of the failed fibers were cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure the fiber "started flickering - it would kick the system into an error message that said 'retry'". The fiber was cleaned and "still it didn't work". The fiber was exchanged and the same problem was noted on the second fiber. The procedure was completed using turp and resectoscope set. Patient outcome: "ok". This report is for the second fiber.